Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number e8390309 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an left idiopathic ventricular tachycardia (idvt-left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after ablation was completed, a pericardial effusion was noticed. The anesthesiologist was treating the patient with phenylephrine to maintain the blood pressure but that there was not a significant change in the patient's blood pressure. The pericardial effusion was discovered while the fellow was maneuvering the intracardiac echocardiography (ice) catheter (soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter). The medical intervention provided was a pericardiocentesis and a 150 cc's of fluid were removed. The patient was reported to be in stable condition. In the middle of the procedure and due to light sedation, the patient attempted to sit up and thrusted around. They believed the pericardial effusion occurred during the patient's movement with the ice catheter. Additional information was received. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure; the patient tried to sit up mid case. A transseptal puncture was performed with a baylis versacross catalog vxsk0022. Ablation was performed and then tamponade was noted. The event was noticed in waiting period after ablation but was not thought it was due to ablation. Standard smart touch sf flow settings were used (2cc, 8cc, 15cc/min). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard vector force visualization features were used. The visitag module was used, parameters for stability used were 3mm 5 sec tag size 2mm. Respiratory additional filter was used with the visitag. Time color option was used prospectively. The adverse event was assessed as MDR reportable under both the thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter as both could have contributed to the adverse event.